Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the fuse f11 and f12 were blown. The wall outlet that it was connected to read 93 vdc from ground to hot and 25 vdc from ground to neutral. This is likely causing high amp draw and fuse failure. Found hospital grade plug added to power cord by user. The representative contacted facilities and the wall outlet was taken out of service. The representative also replaced the fuses and the mobile view station (mvs) power cord. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Device manufacturing date not known. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that after a case today, the site unplugged the mobile view station (mvs) from the operating room (or) wall, moved it into storage, and when they connected it back to wall power, the green led for wall power would not light up and the system would not power on. There was no patient present when this issue was identified.